Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00050. The date of that submission was 28-jul-2025. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported in the report that the patient underwent a tracheotomy. The next day, the doctor discovered that the air bag of the suction tracheotomy tube and accessories was leaking and could no longer be used.